Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. Additionally, flux contamination was found on the j1000 pins and j1000 mnt jumper. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During an investigation into an unrelated event, a reportable problem was found. Monitor sn (B)(4) failed incoming functionality testing.